Event description:
It was reported that the patient presented in the hospital after experiencing a fall and bradycardia. The ventricular leadless pacemaker (lp) was attempted to be interrogated and it was noted that the lp exhibited loss of conductive telemetry. The lp was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Visual inspection of the device found the helix stretched out of spec. The helix elongation is consistent with having occurred during procedure/explant damage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Device was able to interrogate upon receipt, and it was in rom mode caused by rtc (real time clock) corruption after device was exposed to MRI while not in MRI mode. Further analysis after redownloading code was performed, including output verification and ate test, found no anomaly, rom mode could not be reproduced. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.